Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a6, race: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Ection h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient reported struggling with their distance and near vision. Their vision was like being underwater and it was not clear. Patient tried over the counter readers but was not able to tolerate the iol. Reportedly, even with refraction it did not resolve the problem. The doctor decided to perform lasik in their other eye (right eye) however the patient was still unhappy. There was no option but to explant the iol in the left eye. The patient was not harmed. No further information is available.

Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. The incident date is (B)(6) 2024. The explant date is (B)(6) 2026 and it was replaced with a non-johnson and johnson lens model lal 60005 serial number (B)(6). There was no capsule tear, unplanned vitrectomy, sutures, or medication outside the standard of care. The patient outcome was reported as the patient was unhappy and could not tolerate the johnson and johnson intraocular lens. The customer mentioned the other eye, right eye had lasik on (B)(6) 2025. However, at this time it is unknown if the other eye has a jnj lens. Follow-up is being performed to get more details regarding the other. This current report is to provide the additional information. Section b3, date of event: (B)(6) 2024. Section d6b, if explanted, give date: (B)(6) 2026. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.